Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had watchdog error (100b error code). There was no patient involvement when the issue occurred. No patient or user harm reported. A follow up was performed with the customer, and it was confirmed that the device was displaying a 100b error code during power up. However, the customer did not see anything in the event log related to this issue. The device was removed from service but has not been repaired yet. The alarms have not been able to be tested yet due to the watchdog error. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.